Manufacturer narrative:
Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the tip of pn 854m0002 was twisted and fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a vital navigation probe broke off intra-operatively. The fractured piece was retrieved from the patient's anatomy. There were no patient impacts.

Event description:
It was reported that the tip of a vital navigation probe broke off intra-operatively. The fractured piece was retrieved from the patient's anatomy. There were no patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.